Manufacturer narrative:
Device received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify blank display due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that the insulin pump had blank display and the led screen was damaged. The blood glucose level of the customer was 189 mg/dl. The drive support cap of the insulin pump was normal. The customer was not able to perform self test. The insulin pump will return for analysis.